Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she has experienced elevated blood glucose levels and crimped/bent cannulas with 2 - 3 infusion sets. Pt uses a competitor's infusion device. Pt stated she began using the infusion sets 2 weeks ago. Pt reported, she had difficulty with each infusion site but tried a different type of infusion set in between. Pt stated, she experienced unexpected increase in her blood glucose due to crimped cannula. Pt reported, she noticed the issue when the infusion headsets were removed. Pt reported, she was not certain if one night it became disconnected during sleep. Pt stated her blood glucose levels were in the 500's mg/dl. Pt normal blood glucose range is 100 - 160 mg/dl. Pt reported, she self treated with bolus injections to decrease her blood glucose and return to normal range. Pt stated, she also ate a small breakfast to quell the nausea. Pt manually inserted the infusion sets. Pt reported, her infusion device may have displayed an occlusion at the time of the bent infusion set cannula. Pt stated the issue began the first time within possibly 12 - 24 hours and the 2nd time within 3 days. Pt has no product to return at this time. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.